Event description:
Reporter stated that pt's blood glucose was measured, using the suspect device, with a result of 120 mg/dl. Reporter stated that pt's blood glucose was immediately retested, on a physician's device, with a result of 255 mg/dl. No pt injury was reported and no treatment was received. A level-one control test was reportedly performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.